Event description:
It was reported that post paced t wave oversensing was observed on the implantable cardioverter defibrillator (ICD). Programming changes were recommended. There were no reported patient consequences.

Manufacturer narrative:
Correction: section b5 should have been populated for the previously submitted report.

Event description:
New information received notes a re-occurrence of non-sustained right ventricular oversensing determined to be t wave oversensing. Programming changes were recommended. The clinician planned to make the change. There were no reported patient consequences.

Event description:
New information received notes the low frequency attenuation filter (lfa) was programmed on. The most recent transmission on (B)(6) 2025 showed there was still ongoing post paced t wave oversensing post programming. The patient was just being monitored until the next device check to determine if further changes were needed. The patient had no complaints and no consequences were observed.